Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/ microscopic inspection indicated that the proximal guidewire was noted to kinked/bent. The guidewire was also noted to be broken/fractured at 65.6cm from the proximal end. The guidewire hydrophilic coating and ptfe coating were inspected, and no anomaly was noted. Functional inspection: not performed as the complaint was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The returned guidewire was found to be kinked towards the proximal end and the device was broken/fractured at approximately 65.6cm which suggests that excessive torque and manipulation during advancement of the guidewire resulted in the reported event. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported and as analyzed guidewire kinked/bent and to the as analyzed defect guidewire broken/fractured during use.

Event description:
Analysis of the returned device found that the guidewire was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.